Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads, exhibited impedance changes and noise with oversensing with isometrics while the patient was seen in clinic. Measurements were normal for amplitude, impedances, and thresholds. It was noted that the patient was in chronic atrial fibrillation (af). In addition, two stored signal artifact monitoring (sam) events were stored in november and december 2018 due to high out-of-range pace impedance measurements greater than 3,000 ohms from ring to can. It was noted that sensing was off on the ra lead. Possible causes included the spring contact or lead fracture. No impedance spikes were observed on either lead in the last year. The device remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis, which indicates this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads, exhibited impedance changes and noise with oversensing with isometrics while the patient was seen in clinic. Measurements were normal for amplitude, impedances, and thresholds. It was noted that the patient was in chronic atrial fibrillation (af). In addition, two stored signal artifact monitoring (sam) events were stored in november and december 2018 due to high out-of-range pace impedance measurements greater than 3,000 ohms from ring to can. It was noted that sensing was off on the ra lead. Possible causes included the spring contact or lead fracture. No impedance spikes were observed on either lead in the last year. The device remains in service. No adverse patient effects were reported. Additional information received reported that this pacemaker was returned for analysis, which indicates this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads, exhibited impedance changes and noise with oversensing with isometrics while the patient was seen in clinic. Measurements were normal for amplitude, impedances, and thresholds. It was noted that the patient was in chronic atrial fibrillation (af). In addition, two stored signal artifact monitoring (sam) events were stored in (B)(6) 2018 due to high out-of-range pace impedance measurements greater than 3,000 ohms from ring to can. It was noted that sensing was off on the ra lead. Possible causes included the spring contact or lead fracture. No impedance spikes were observed on either lead in the last year. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right ventricular (rv) and right atrial (ra) leads, exhibited impedance changes and noise with oversensing with isometrics while the patient was seen in clinic. Measurements were normal for amplitude, impedances, and thresholds. It was noted that the patient was in chronic atrial fibrillation (af). In addition, two stored signal artifact monitoring (sam) events were stored in november and december 2018 due to high out-of-range pace impedance measurements greater than 3,000 ohms from ring to can. It was noted that sensing was off on the ra lead. Possible causes included the spring contact or lead fracture. No impedance spikes were observed on either lead in the last year. The device remains in service. No adverse patient effects were reported.